Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device needed to have its audible alarm and leds repaired. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One ventilator device was received for investigation. During visual inspection the device was observed to have no damage or anomalies. The reported issue was confirmed during functional testing when the device would not power on. The issue was traced to the device battery compartment, which was observed to be damaged and faulty. The investigation attributed the root cause of this condition to impact damage caused by user interface.the battery compartment was replaced, the device components were refurbished, and preventative maintenance was performed. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device service history showed the device was serviced previously for an unrelated issue.